Event description:
A customer observed a lower than expected vitros phyt result from a single proficiency sample when tested on the vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred with a patient sample. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that biased vitros phyt results from a proficiency sample occurred on the vitros 250 chemistry system. No analyzer malfunction was identified. Acceptable performance was observed following calibration of vitros phyt slides. An atypical phyt calibration, user error in diluting the proficiency sample, or an interaction between the proficiency sample and the vitros slide lot used cannot be ruled out. The investigation into this event concludes that the root cause of the event is unknown.